Event description:
Medics responded to a call for a pt suffering from a witnessed cardiac arrest after a bed reportedly fell on pt. Upon arrival to the scene, CPR was being administered to the pt by a bystander. The electrode pads were attached to pt and a ventricular fibrillation heart rhythm was detected, the associated defibrillator delivered 200 joules to the pt via the electrode pads. At that time a spark was seen at the intersection of the lead and the sternum electrode. The associated defibrillator was again charged to 200 joules but failed to discharge and displayed a "poor pad contact" message. The medic was unable to deliver further therapy using these electrode pad. Clinician obtained another defibrillator to coninue treating the pt. Pt subsequently expired.